Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a leak at the a-rubber (bending section cover) disallowing the proper reprocessing of the device. The suggested event is detectable and preventable by handling device in accordance with the following instructions for use (IFU): IFU states the detection method in tjf type 150 operation manual chapter 3 preparation and inspection. IFU states the preventive measure in tjf type 150 reprocessing manual 3.5 manual cleaning. It is recommended that the user facility contact olympus for repair when an abnormality of the device such as leakage/damage is detected ¿ the user facility is furthermore encouraged to contact olympus should they have questions or uncertain steps, so that observation/training may be provided. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign objects in the bending section cover. There were no reports of patient involvement.